Manufacturer narrative:
Zoll medical canada evaluated the device but could not replicate the reported shutdown issue. Testing showed the battery lasted six hours without unexpected power loss. The device log confirmed the shutdown but did not indicate a malfunction. However, the simultaneous low battery and shutdown warnings were unsual. Since the device does not log battery charge or ID, it is unclear if the returned battery was the one involved. The battery was recalibrated as a precaution, and the users are advised to follow battery maintenance guidelines in the operation manual. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.